Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a liberte 5.0x20mm bare metal stent to the 70% stenosed lesion located in the moderately tortuous, moderately calcified, right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system (sds), the stent was not on the balloon. The stent had dislodged from the catheter in the aorta and migrated to the renal artery. The physician attempted to remove the stent from the renal artery using a snare. The physician terminated the procedure at this point. The patient will be sent to another facility for stent removal and angioplasty. No additional patient complications were reported. Patient status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.